Event description:
Arthroscopy probe broke off inside knee.

Event description:
There are a total of eighteen complaints for interruption during patient therapy for the same pump on various dates. All patient information is unknown. The facility reported an infusion pump with a malfunction of cannot turn off, which occurred in the intensive care unit (ICU). The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. The software version for this device is currently unknown. No additional information is available.

Event description:
It was reported by the aci sales professional that a patient underwent a catheterization procedure, exact date unknown but occurred sometime between (B)(6) 2010 (no procedural or patient information provided). The physician, a trained user of the mynx, used the device for femoral arterial closure. It was reported that an intra-arterial deployment occurred. The patient was reportedly treated percutaneously with laser atherectomy and the physician was satisfied with the re-established flow. There were no further reports of clinical sequela to the patient. No further information could be obtained.

Manufacturer narrative:
(B)(4). The device has been evaluated at baxter. The reported condition of cannot turn off was confirmed and duplicated. The assignable cause was damaged uim pcb (user interface module printed circuit board). The uim pcb was replaced. The user interface module master software version for this device (B)(4) categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation results were provided in the initial medwatch report,6000001-2009-01326, and follow-up medwatch report, 6000001-2009-01326 001. The follow-up medwatch report 6000001-2009-01326 001 has the accurate evaluation results.

Manufacturer narrative:
(B) (4) the pump has been returned and has been evaluated by baxter. This device was previously in the repair shop on 02 june 2009. At that time, the reported problem was not confirmed. Due to the device being compromised during the previous repair, baxter is unable to perform an accurate evaluation for the reported condition.